Event description:
On (B)(6) 2024, the complainant contacted leica biosystems with the following details: ¿error 126 and covertile issue error 126 aspiration probe recovered covertile are misaligned during run. Fas [name] is aware of the clipped corners, and is requesting service for error 126¿. On (B)(6) 2024, a local leica technical support engineer documented: ¿...customer is using clipped corner slides, ( a likely cause of the covertile issue )...¿ on (B)(6) 2024, the assigned leica field service engineer (fse) visited the customer site and recorded the following information: ¿the customer complained of recieving [sic] error 126 software error, xyz_error: action_run_error_xyz_move_fail. Error code 116 occurred once during the run events. Checked all calibration, conducted extremity test , checked z axis home flag and it was not bent. Checked z axis insulator block bracket and loom were not fouling on the robot arm. X axis belt and all connections were secure.¿ the fse ¿verified calibration advised customer to mark slide trays to better identify possible problematic trays. Customer at this time has 4 gen 1 slide trays and 1 gen 3 trays. Conducted calibration verification using gen 3 slide tray without error. No errors were found for error to have occurred.¿ on 13 june 2024, leica biosystems melbourne received confirmation from the assigned leica senior field applications specialist- immunohistochemistry, east that all patient cases were diagnosable and there was no impact on staining. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.

Manufacturer narrative:
Details of the affected tissue processing run(s) were not available to the manufacturer. As a result, it was not possible to assess the operation and function of the instrument. However, based on the information available, the instrument functioned as designed in the circumstances reported by the complainant. The root cause of the reported ¿error 126 and covertile issue¿¿ was determined to be the use of cut corner [clipped corner] slides causing misaligned covertiles. Based on the available information from the leica technical support engineer, it was observed that ¿...customer is using clipped corner slides, ( a likely cause of the covertile issue )...¿ as a result, the instrument probe most likely collided with the misaligned covertile resulting in the generation of event code 126 - main robot critical error. Leica bond system user manual section 2.6.1 contains the following warnings ¿ ¿use only glass slides of correct size on bond processing modules. Slides of the wrong size may not sit properly in the slide trays, and covertiles will not sit properly on them. Both of these could affect staining quality.¿ and ¿do not use slides with rounded or clipped corners. These slides may fall through the slide tray, and could alter fluid flow under the covertiles, affecting staining quality¿. Although the information available indicates that all patient cases involved in this event were diagnosable, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint.